Manufacturer narrative:
(B)(4). Device analysis of lead model 3889 lot# v534780 showed no anomalies and was functionally okay. The continuity was acceptable on all circuits with no shorts were seen. When connected to a known good external neurostimulator and screening cable, good impedances were measured on every electrode pair.

Event description:
It was reported that high impedances were seen in the pt's neurostimulator system with no clinical improvement noted. The lead was then replaced. No injuries were reported and the pt recovered without sequelae.